Event description:
It was reported that 1 bd ultra-fine¿ pro pen needle was unable to prime and unable to deliver insulin or medication. The following information was provided by the initial reporter: the consumer stated that when taking injection no insulin flows and no insulin flows when priming. Date of event : unknown. Samples : available.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-01-06. H6: investigation summary: customer returned 3 used 4mm, 32 gauge nano pro pen needles from lot 0287434 in addition to the associated shelf carton and its remaining contents. Each of the used pen needles in addition to 27 of the remaining pen needles were tested for clogs. Each of the pen needles were attached to ta test pen. Saline was pushed through the system and out the distal tip of each pen needle. No clogs were observed in any of the returned samples, whether used or unused. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd was unable to confirm the customer¿s indicated failure of needle clogs. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary : exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A review of the complaint lot history check was performed and this is the 2nd. Related complaint for needle clog on this lot #. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd ultra-fine¿ pro pen needle was unable to prime and unable to deliver insulin or medication. The following information was provided by the initial reporter : the consumer stated that when taking injection no insulin flows and no insulin flows when priming. Date of event : unknown. Samples : available.